Event description:
Patient wrote on (B)(6) 2013 asking for a waiver of the defense of limitation.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-20001k. This report, 1818910-2013-27446r, will be rejected. 1818910-2013-20001 will be kept for investigation purposes.